Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a farawave catheter was selected for use. The catheter was inserted into the faradrive and advanced to the left superior pulmonary vein (lspv) in the left atrium. Ten deliveries were performed, after which the catheter was undeployed and advanced into the vein ostium. Pacing was conducted around the vein. During this process, the catheter was inadvertently captured into the sheath, while the wire appeared to remain extended into the vein. Resistance was encountered when attempting to pull the wire back. Eventually, the wire became free and was pulled into the catheter. The physician withdrew both the catheter and the wire from the body, with the wire remaining inside the catheter. Upon removal, the wire was withdrawn from the catheter, producing a loud scraping sound. Upon inspection, the wire appeared intact, and the catheter was flushed. A new wire was inserted into the same catheter, but resistance was felt around the area where the handle meets the shaft. The physician then requested a new catheter be opened and the current one discarded. Finally, the catheter was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported.

Event description:
It was reported that during a procedure, a farawave catheter was selected for use. Fluoro was used as type of imagining. The catheter was inserted into the faradrive and advanced to the left superior pulmonary vein (lspv) in the left atrium. Ten deliveries were performed, after which the catheter was undeployed and advanced into the vein ostium. Pacing was conducted around the vein. During this process, the catheter was inadvertently captured into the sheath, while the wire appeared to remain extended into the vein. Resistance was encountered when attempting to pull the wire back. Eventually, the wire became free and was pulled into the catheter. The physician withdrew both the catheter and the wire from the body, with the wire remaining inside the catheter. Upon removal, the wire was withdrawn from the catheter, producing a loud scraping sound. Upon inspection, the wire appeared intact, and the catheter was flushed. A new wire was inserted into the same catheter, but resistance was felt around the area where the handle meets the shaft. The physician then requested a new catheter be opened and the current one discarded. Finally, the catheter was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
The farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken distal to the slider inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking. Based on all the available information, the cause of the reported stuck guidewire was likely attributed to component failure based on the observed damage to the distal inner hypotube caused by the mechanical stress of pebax break and delamination.

Manufacturer narrative:
Additional MFR narrative conclusion statement. The farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire could not be advanced through the catheter due to resistance felt during insertion. The catheter handle was dissected, and it was noted that the guidewire lumen was broken.

Event description:
It was reported that during a procedure, a farawave pfa catheter was selected for use. Fluoroscopy was used as type of imagining. The catheter was inserted into the faradrive steerable sheath and advanced to the left superior pulmonary vein (lspv) in the left atrium. Ten energy applications were performed, after which the catheter was undeployed and advanced into the vein ostium. Pacing was conducted around the vein. During this process, the catheter was inadvertently captured into the sheath, while the guidewire appeared to remain extended into the vein. Resistance was encountered when attempting to pull the guidewire back. Eventually, the guidewire became free and was pulled into the catheter. The physician withdrew both the catheter from the patient with the guidewire remaining inside. Once the catheter was outside of the patient, the guidewire produced a loud scraping sound when removed from the device. Upon inspection, the guidewire appeared intact, and the catheter was flushed. A new guidewire was inserted into the same catheter, but resistance was felt around the area where the handle meets the shaft. The physician then requested a new catheter be opened and the current one discarded. Finally, the catheter was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported.